Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sometimes they had to press the buttons twice. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had cracked on screen and they had to tilt the insulin pump to be able to view screen. The insulin pump¿s battery life was diminishing and has rejected new battery. The insulin pump also had unexplained no delivery alerts not due to site issues. The device will not be returned for analysis.